Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image of the subject device became blackout when the subject device connected to the video processor otv-s7pro. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device, but couldn¿t duplicate the reported phenomenon. As a result of the evaluation, the following was confirmed. The ccd unit and camera cable were flooded. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Omsc checked the device history record of the subject device, there was no irregularity found. Based on the information provided by sorc, omsc surmised that the endoscopic image was temporarily black due to deterioration caused by the ingress of moisture from the camera head and camera cable. The exact cause of the flooding of the camera head and camera cable could not be definitively identified. If additional information becomes available, this report will be supplemented.